Event description:
It was reported an issue with novosyn suture. The client reported that the box label is missing. There was no patient involvement.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Manufacturer narrative:
Summary of investigation: there is a previous complaint of this code batch regarding the same issue. We manufactured and distributed (B)(4) units of this code-batch. There are no units in stock in b. Braun surgical's warehouse. We have received a box of novosyn code g0068734 and batch number 723365 without the box label. Upon internal investigation, it has been determined that this defect occurred in the warehouse when preparing the shipment. Upon checking traceability, it has been verified that this box was labelled. However, it is likely that it was not attached correctly and peeled off for some reason and the personnel involved did not notice it. Therefore, the box was not discarded and consequently supplied to the customer by mistake. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Conclusion root cause analysis: the most likely root cause determined is that the label on the box was not placed correctly when preparing the shipment to the customer in the warehouse and peeled off. Final conclusion: considering that the box received does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the box received. We apologize for any inconvenience that this issue may have caused and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.